Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. The device was not returned for evaluation. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the site made a general comment complaint in regards to the use of proglide devices that did not work possibly due to inexperience of the users and requested retraining on the proglide device. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician is reportedly in training in the use of the proglide device. No additional information was provided.